Event description:
Physician was using capio open access device and could not get device to capture suture. Three devices were opened and all three failed in the same way. Opened #4 capio from a new box and capio was successful. Capio device did not return suture.